Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008. During the procedure, the proximal left anterior descending (lad) was direct stented with a 3.5 x 15 mm xience v stent. The mid lad was direct stented with a 2.5 x 18 mm xience v stent. It was reported that post-procedure, the pt continued to have chest pain. The chest pain is the same as prior to the procedure. There was no reported product malfunction. There was prolonged hospitalization and cardiac enzymes testing revealed elevated enzymes. The outcome of the adverse event was resolved, and the pt was discharged from the hosp two days later. The clinical elevation committee review result of the event determined it to be a non q-wave myocardial infarction (mi). No add'l event or pt info is available.

Manufacturer narrative:
The other xience v stent mentioned is being reported under this same MFR #.